Manufacturer narrative:
As of today, no additional information is available and this investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a routine clinic follow up, the following physician noted the device was programmed to monitor only. He was not sure why this programming change was made. The device was reprogrammed to monitor plus therapy. There were no adverse patient effects. The device remains in service.